Event description:
The distributor reported that the audio bolus button was unresponsive.

Manufacturer narrative:
Follow-up #1 date of submission 12/08/2011 device evaluation: the pump has been returned and evaluated by product analysis on 12/06/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow, backlight and audio bolus button were intermittently responsive and the audio bolus button was also found to be torn. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of adhesive found under the audio bolus button and all key contacts. (B)(6).